Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a high temp alarm code was found in the ventilator's error log. The increased airstream temp (high temp alarm) appears to have been caused by the ambient conditions in which the device was operating. The blower motor was preventively replaced.